Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The patient believed it was ¿10 mg¿. The patient reported that he was having difficulty finding a healthcare professional (hcp) right now due to work and insurance reasons. Per the patient, he had his pump refilled every 3 months. He stated that he had stopped working with his prior physician and found another physician who refilled his pump twice then that physician dropped him and now his pump was empty. He believed it had no medication as of ¿(B)(6)¿ and now the pump was causing him pain. He stated that he now wanted to stop taking all medication and wanted the pump removed but he could not find an hcp to work with him since hewas dropped by his last physician. He was calling because he wanted to find a physician within a 50 mile radius due to his transportation situation.